Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.